Manufacturer narrative:
Sections outcomes attributed to adverse events, describe event or problem, type of reportable event: additional information. The pump was not explanted and therefore not returned for evaluation. A correlation between the device and the reported event could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's pump parameters had been stable since the last intracranial hemorrhage event in (B)(6); however, the patient never woke up after the event. Eventually the patient's condition worsened and the patient ultimately expired three months later on (B)(6) 2016. The patient's outcome was reportedly not related to the device or device therapy. An autopsy was not performed and the pump was not explanted. No further information was provided.

Manufacturer narrative:
The patient's gender was not provided. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 3.5 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered an intracranial hemorrhage on (B)(6) 2016 one day post discharge and was readmitted to the hospital on (B)(6) 2016. The patient's inr was only 2.6 and anticoagulation was adjusted. Unspecified brain surgery was performed and all anticoagulation was stopped after the operation. The patient remained in the hospital and was recovering well until a second brain infarction happened in early (B)(6) 2016. No further information was provided.